Event description:
The varus/valgus locking mechanism on the incompass jig malfunctioned and would not engage. It could not be tightened or loosened, which prevented the varus/valgus tilt from being secured. Due to the inability to secure the varus/valgus locking mechanism, the implant stem deviated into a significantly varus position rather than the intended alignment. As a result of this intraoperative complication, the surgeon was required to perform additional corrective procedures, including an achilles tendon lengthening and a calcaneal slide osteotomy, in order to compensate for the varus deformity and restore appropriate alignment.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.